Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Three (3) of 9 reports. Customer reporting qc and 2 patients failing (false positive) for antigen titers using mts buffered gel cards lot# 101217004-01 exp 9/4/2018. Customer stated that site is using sample that was previously tested negative (home grown qc material) and ortho 0.8% affirmagen lots # 8a745 and 8a751 exp 2/27/2018 and currently using 0.8% affirmagen lot # 8a768 exp 3/27/2018. One qc sample was run against all 3 lots of 0.8% affirmagen = 3 events two patient samples were run against all 3 lots of 0.8% affirmagen = 6 events (in total 9 events). Getting positive reactions when the reactions should be negative, customer stated when testing was repeated using a new sleeve of cards ( same lot # ), the reaction was negative as expected. Issue started on: on going; reported 3/5/2018. Frequency: on going. Methodology used: manual gel method. Reaction grade obtained: weak positive. Customer was expecting: negative. Sample type: edta. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents and gel cards all have a normal appearance prior to use. Customer requesting replacement of buffered gel cards. Site has three additional boxes of buffered gel cards that they refused to use and are requesting replacement. Tsc sent copy of c of d to discard affected products. Supervisor called back stating issue started back in (B)(6) ( exact date not provided) and site have used multiple lots of 0.8% affirmagen, tsc change the date of "when event started" to requested and unknown by reporter, tsc followed up with customer and was told that incident of qc failing /false positive reactions for titers with buffered gel cards occurred 3x with each of the different lot # of 0.8% affirmagen. Total of 9x.